Manufacturer narrative:
Because the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgery the white tr suture tore when inserting the femoral fibertag tr, which was sutured to the q tendon. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-7200) and by changing the surgical procedure from acl with fibertag and tr-screw to acl with screw-screw. It was not necessary to do a second surgery. Update avoe 15-jun-2023. It was confirmed that the surgeon wanted to use the tightrope femorally and the screw tibially first and then used a screw femorally and tibially, since the tightrope suture was torn off. The surgical procedure remained the same.